Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer was hospitalized due to diabetes ketoacidosis and high blood glucose 600mg/dl, and she was treated with an insulin drip. The customer experienced weakness, nausea, illness, and could not hold the water down. Troubleshooting was performed. The time, date, and settings were correct. Reviewed the alarm history and found no delivery, button error, and low reservoir alarm in different days. Assisted the caller to run the fixed prime test and the insulin did exit. Advised the caller to call back when the tubing clamp arrives to perform the high pressure test. A day later, the mother called back to complete testing and the high pressure test passed. The customer's most recent blood glucose reading was 179mg/dl, and she was not connected to the insulin pump at the time. The caller mentioned that the customer often experienced bent cannulas. The customer uses and insertion device and has a site rotation. No further information was provided.